Event description:
It was reported that the image on the 9800md system had "graininess" in the cine playback subtracted mode. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Adjusted brightness and contrast with utility suite. Reviewed image with customer. The system was found to be working as intended and placed back into service.